Manufacturer narrative:
The device had corroded keypad traces and no button error alarm. The insulin pump was received with a scratched lcd window, a cracked case display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's relative reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not performed. The device was returned for analysis.